Event description:
It was reported that the patient was admitted on (B)(6) 2022 with driveline infection, bacteremia with blood culture positive for corynebacterium. The patient had driveline drainage and was treated with intravenous (IV) antibiotics for duration. Patient experienced multiple comorbidities and was at end stage disease related to parkinsonism. The treatment resolved the infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 due to low-oxygen levels and bacteremia. The patient had driveline infection with symptoms of drainage. Blood cultures were positive for methicillin-resistant staphylococcus aureus (mrsa) and corynebacterium bacteremia. The patient was treated with intravenous antibiotics which were successful as of (B)(6) 2022. The patient also had ongoing, chronic anemia for which the patient took iron supplements. On (B)(6) 2022, the patient became more hypotensive and somnolent. The patient was placed on end-of-life care given complex medical needs, transitioned to hospice care, and expired on (B)(6) 2022.

Manufacturer narrative:
Section b5: additional information originally reported under manufacturer report number 2916596-2022-15767. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established. It was reported that (B)(6) would not be returned for evaluation. The device reportedly operated as expected, and the outcome was not considered to be device-related. The relevant sections of the device history records for (B)(6) driveline serial number (s/n) (B)(6) and driveline repair kit s/n (B)(6), lot number 7268049 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate ii lvas patient handbook is also currently available. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.